Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found non-responsive and external defibrillation was performed to resuscitate the patient. The patient was then admitted to the ICU and upon interrogation of the device intermittent undersensing was noted. The device was successfully reprogrammed and the patient would be monitored.